Event description:
Reportedly, during patient use, the ventilator was reported to be noisy. The patient was transferred to another ventilator and there was no serious or negative patient consequences reported.

Manufacturer narrative:
(B)(4).